Event description:
It was reported that the customer is experiencing high blood glucose. The current blood glucose reading is over 600 mg/dl. Customer is extremely thirsty. Customer will treat with bolus. During troubleshooting, the high pressure test failed twice. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.